Event description:
Information was received indicating that a smiths medical cadd solis hpca pump's delivery was greater than 6%. The issue was discovered during preventative maintenance and there was no patient involvement.